Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: a review of the pump¿s black box and alarm history showed consecutive call service (slave communication error) alarms. During testing, the pump successfully completed the ez-prime steps without any call service alarms or issues. The pump cover was opened and no damage or moisture was found on the printed circuit board. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during testing.